Manufacturer narrative:
(B)(4): the test strips passed all testing with no faults found. The control solution was also returned on 03/18/2013 however the evaluation has not yet bee completed. Therefore no conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining inaccurate readings of "151, 321 and 314 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. This complaint is being reported because the reported results did not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.